Manufacturer narrative:
The device was not returned for evaluation, and no photographs were provided. Multiple requests for additional information and device return were not successful. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The device was implanted 8.5 months prior to the reported issue making a manufacturing issue unlikely. Product validation determined the average force required to pierce the port base floor with 19 and 22gauge huber style needles. For the 19 gauge needle the average force was 15.91 lbs with a minimum force of 14 lbs. For the 22 gauge needles the needles bent at an average force of 4.62 lbs and did not penetrate the base floor. We are unable to determine the cause of this event. Excessive force may have been used when accessing the port. The health professional inserting the needle into the port may have misjudged the depth of the port and the amount of force necessary to access the port, thus causing the needle to go through the port base. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seen for a flow study of her port. Ir pa (B)(6) performed study that showed leaking of the contrast from posterior part of the port reservoir. Patient to operating room on (B)(6) for port removal and new port placement. Visible and palpable "hole" in hard plastic backing of port.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.